Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was a device alert for low battery with the time of recommended replacement time (rrt) on the save to disk on (B)(4) 2013 with device rrt less than equal to 2.6251 volts. Concomitant product: icf09b implantable pacing lead: (B)(6) 2005. 6947 implantable tachy lead: (B)(6) 2009. 4193 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator in less than four years and the longevity was unexpected. The device was explanted and replaced. No patient complications have been reported as a result of this event.